Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the small- and large focus of the x-ray tube were defective. The micro focus still remained valid. Several hours before the event, the small focus became defective and a warning was displayed to the operator accordingly. The system switched over from the small focus to the large focus as intended for such cases. This mitigating mode is intended to complete the examination with a slightly lower image quality so that the operator can later call the service department to replace the x-ray tube, which is a wearing part. However, the system was used further for hours without exchanging the x-ray tube. Therefore, it was to be expected that at any time another focus would fail. This is not a systematic defect, but a normal case of wear and tear, which could have been eliminated shortly after the first failure of the small focus if the x-ray tube had been replaced accordingly. The affected x-ray tube has been exchanged by the local service organization. The error mentioned in the complaint was not reported again. The occurrence rate of the mentioned error pattern has been checked. Any accumulation of errors or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a procedure, the user reported a small/ large focus defect. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.